Manufacturer narrative:
Based on additional information. The patient is 70 inches in height. An event regarding an audible noise involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned, as it remains implanted. -medical records received and evaluation: review by a clinical consultant proposed the fact that a lateral retinacular release was required for patellar tracking at the primary total knee arthroplasty surgery and a large patellar component was utilized, suggests the painless clicking may relate to the patellar component tracking. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: based on clinical review of the provided medical records concluded that there is no evidence that factors of faulty component design, manufacturing, or materials are responsible for this clinical situation. The following other devices were added to this report: triathlon asymmetric x3 patella; cat# 5551-g-401; lot# hvrx. Tri ts baseplate size 7; cat# 5521-b-700; lot# hpdb. Triathlon cr fem comp #6 l-cem; cat# 5510-f-601; lot# ec8jf.

Event description:
It was reported that patient hears clicking sound when walking. Patient is not experiencing any pain.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient hears clicking sound when walking. Patient is not experiencing any pain.